Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that black water seeped from the battery pack, so the surgeon used a spare product instead and the procedure was completed with no problems. It was further reported that the unit was used following the right procedure.